Event description:
It was reported the patient's ipg is currently on their iliac crest. As a result, the physician plans to revise the ipg location and place it between last rib and iliac crest at a future date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.